Event description:
A report was received that the pt had her precision system explanted, due to having pain at the pocket site. The pt was feeling painful stimulation and tightness in the ribs and abdomen with the stimulation on. The pt is reportedly doing well following the explant procedure.